Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during testing, the audio bolus contact slug was observed to be missing. The display was dim and discolored. Additionally, the audio bolus button cover was missing. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button contact was missing and a display issue. This report is made based on results of investigation completed on 02/29/2016.